Manufacturer narrative:
H3: product analysis found that visually, there was a yellowish-brown residue on the outside diameter of the cuff balloon and surgical tape was wrapped around proximal portions of the tube. Functionally, a syringe was used to inject 15cc of air into the cuff and no leakage was observed. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the entire device in water and bubbles (leakage) were observed at the inflation valve. Under magnification, a small crack was observed in the midsection of the valve. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure about 5 minutes after intubation, the anesthetic found the air leak from inflation balloon. Then anesthetic changed a new endotracheal tube. The cuff inflation test performed on the emg tube prior to use on patient and 5ml air was used to inflate the cuff. The procedure was completed with backup product. Nitrous oxide was not used for the anesthetic. After the initial intubation, was a tape used to secure the device and protect the tube. The intracuff pressure monitored and the pressure reading was 28-30 pascal. No consequences or impact to patient.